Manufacturer narrative:
Complete initial reporter name : (B)(6). The device was not returned and could not be evaluated. User was not able to keep the balloon catheter once it was removed from the patient. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a balloon rupture occurred and blood was seen in the tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed and replaced with a new one, also inserted via axillary. It was noted that the patient had been ambulating the day prior. Patient experienced inconvenience and some edema of left chest with no significant complication on continued follow up.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).